Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had rejected brand new batteries and battery life diminished. The customer also state that pump runs slow and customer had to reset it and customer experienced rainbow effect on pump screen when in sunlight affecting visibility. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be return for analysis.